Manufacturer narrative:
Per tandem¿s t:slim user guide: ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that no drops of insulin were seen at the end of the tubing during fill tubing. During troubleshooting with tandem's technical support, the customer disconnected/reconnected the luer lock connection successfully to address the event and saw insulin drops at the end of the tubing. The customer's blood glucose level was 126 mg/dl.